Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was dissatisfied with the artificial urinary sphincter (aus) and requested a pump revision. After the follow up with the physician, the physician determined that both the pump and balloon needed to be replaced. These components were explanted and replaced. No patient complications were reported.